Manufacturer narrative:
Concomitant product: lpg1510 10 x 15cm lp progrip flatsheetmsh (lot # pqf0808x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia repair and laparoscopic repair of bilateral inguinal hernias. It was reported that after implant, the patient experienced ischemic left testicle, adhesions, segment of colon incarcerated down inguinal canal, recurrence, mesh migration, nerve damage, swelling, attenuation, and cord lipoma. Post-operative patient treatment included left orchiectomy, hernia repaired with mesh, removal of mesh, and excision of cord lipoma.